Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated a few hours ago, the display turned blank but continued to emit audible tones . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history showed no signs of call service alarms. The pump was powered on and the pump vibrated and alarmed but did not have functional display. The pump software was reloaded and the pump rebooted with functional display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.